Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported via clinical trial that a subject experienced an event of pta of edge stenosis, as well as, in-stent stenosis with pdba and dcb (aperto 12mm), requiring percutaneous intervention. The event was considered resolved, target lesion related, and probable related to device and procedure.